Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle precisionglide 30x1/2in had foreign matter at the base of the needle. This occurred on 100 occasions before use. The following information was provided by the initial reporter: carefully inspecting the packages of the other needles without opening the packages, I noticed that all the other needles in the box have the same problem as pr #(B)(4) : presence of some white residues, similar to cotton threads adhered to the plastic base of the needle.

Event description:
It was reported that needle precisionglide 30x1/2in had foreign matter at the base of the needle. This occurred on 100 occasions before use. The following information was provided by the initial reporter: carefully inspecting the packages of the other needles without opening the packages, I noticed that all the other needles in the box have the same problem as pr # 1565088: presence of some white residues, similar to cotton threads adhered to the plastic base of the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-17 h.6. Investigation summary photos and samples of the incident reported for evaluation were received. They were investigated and it was possible to observe the strange matter, the photos show a white foreign matter that is located from the bottom part of the needle hub to the bottom part of the plastic shield. This indicates that this foreign matter adhered to the needle hub after the plastic shield was assembled. Inspection to our production line was performed, there is no mechanism that could induce this foreign matter; the cleaning material doesn¿t leave residues and is used plant wide; no other complaint has been received for this or any other product for the same foreign matter. All the inspections performed for finished products were found acceptable no issues were reported. The potential root cause could be after further processing out of this site. A DHR was performed, maintenance records and quality notifications were checked and no deviation was found for this batch. Based on the investigation carried out and analysis of the photos provided the symptom reported is confirmed; however, the source of the foreign matter cannot be determined. We will continue monitoring this product and lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.